Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year and five months post implant of this annuloplasty band, the band was explanted and replaced with a bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to thickening or myxomatous of the mitral valve, in addition to severe mitral regurgitation. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.